Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16186. It was reported that the patient presented for a generator change out procedure. It was noted that the implantable cardioverter defibrillator reached end of life (eol) and was unable to be interrogated. Premature battery depletion was suspected. Review of records indicated that the previous successful interrogation was in 2018. It was also noted that the atrial lead has not worked shortly post implant. The stylet was attempted to be advanced, but the atrial lead was unable to be repositioned or removed. An x-ray was performed, and dislodgement of right atrial lead was confirmed. The lead was capped on (B)(6) 2019 and a new lead was implanted. The implantable cardioverter defibrillator was also explanted and replaced without any complications. The patient was stable post procedure.